Manufacturer narrative:
The investigation for the access site bleed and the vascular damage has been completed. The pump was not returned for investigation and data log review was not required in this case. As per the clinical details, oozing was noted at the site due to blue suture hub being advanced into the arteriotomy. The hub was repositioned and sutured at the site. The root cause of the access site bleeding issue was use related since the blue butterfly was advanced into the arteriotomy. Also, dissection was noted from the distal left main coronary artery to left anterior descending and left circumflex artery after the pump was started. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information was not provided. Left main coronary artery damage relation to impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention . Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿. Caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿.

Event description:
The complainant reported that a patient was on impella cp support due to st elevation myocardial infarction (stemi). While on support, left heart catheterization showed dissection from distal left main (lm) to left anterior descending (lad) and left circumflex arteries. Two drug eluding stents to lad and ballooned lm. Significant oozing was noted at the site due to blue suture hub being advanced into the arteriotomy. The hub was repositioned and sutured down. The oozing reduced and three units of red blood cells were given. The patient continued to decline and expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.